Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.